Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts lifted on the mid-section and on the distal end. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary vessel. A 3.50 x 24mm synergy drug-eluting was used in a procedure. However, it was noted that the proximal stent struts were damaged. The procedure was completed with a 3.5/26mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary vessel. A 3.50x24mm synergy drug-eluting was used in a procedure. However, it was noted that the proximal stent struts were damaged. The procedure was completed with a 3.5/26mm non-bsc stent. No patient complications were reported.